Manufacturer narrative:
(B)(4). The device has been received and the investigation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported a possible over infusion. A 1000ml normal saline primary bag was hanging on hanger, infusing at 50ml/hour. The lpn went to hang a secondary of zosyn. She noted the secondary tubing was not labeled, tried to take it down to label it and couldn't get it disconnected from the primary set. At this time she noted the primary fluid dripping continuously at a faster rate than expected. She paused the device but it kept dripping fast, decreased the rate and it kept dripping fast, then changed the vtbi to a minimal amount to trigger a kvo rate, but again it continued dripping "copiously" after going to kvo. She removed the tubing from the pump and then removed it from the patient. There was no report of patient harm. Although requested, no additional patient or event information provided.